Event description:
It was reported that during procedure navio pin driver is stripped and does not hold bone pin or allow pin to spin when on drill. Delay of less than 30 minutes and no patient injuries involved.